Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower a test patient named "aaa emergency use," was used for urgent medication removal during patient registration, it disappeared from the ed station medication list. The patient remained visible on other stations, and a reboot did not restore it. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer was not printing properly due to configuration issue. A technical support specialist (tss) dialed into the server and confirmed no downtime, current data synchronization, and no errors in event or debug logs. The test patient's last activity was recorded on 01-apr-2026, and device settings, including show preadmission, were verified as correct. A minor time sync delay was noted on the affected device, and further station review was suggested; however, the customer later confirmed the issue was resolved and requested case closure. The system functioned as intended after the technical support specialist troubleshot the device.